Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. D4: UDI: product made prior to UDI compliance date. UDI not required. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of an undisclosed mentor smooth saline prosthesis. Post-operatively, the patient was diagnosed with a deflated left implant by a medical professional. As a result, the patient underwent bilateral exchange with mentor gel implants on (B)(6) 2026.

Manufacturer narrative:
On may 13, 2026, the mentor analysis lab received the suspect medical device for evaluation.with the returned device, the product identity was determined as the following:size: 375cc.brand name: mentor smooth round moderate profile.catalog: 3501660.lot: 264712.d4: UDI: (01)gtin unavailable, product made prior to gtin compliance date.on may 20, 2026, mentor completed an evaluation on the returned device.device evaluation:a thorough investigation was conducted.during visual evaluation no apparent damage or visual anomalies were observed on the returned device.leak testing was performed in accordance with mentor's procedures, and a tear on the anterior view, near the valve system was observed on the returned device. In addition, no other leak sites were detected during the analysis.microscopic examination was performed, and the cause of the tear could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications.a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: according with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly.as part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now.manufacturer¿s reference number:(B)(4).